Manufacturer narrative:
Pump was received with act and escape buttons not responding due to flattened button dome switches. No scrolling numbers display anomaly noted. Unable to verify low reservoir alarm anomaly due to unresponsive buttons. Pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.